Event description:
A malfunction was reported with a customer's insulin pump, identified by malfunction code malfunction 1-0x200c, which was resettable. Customer's blood glucose level at the time of the incident was not provided, thus there was no reported impact. Technical support confirmed the pump was within warranty, instructed the customer to return the malfunctioning pump, and a replacement pump was sent. The customer declined to share details about their backup insulin therapy plan.